Event description:
Customer reported hospitalization due to low blood glucose readings below 70 mg/dl. Customer reported that she treated with candy and felt fine at the time. Customer then went to her doctor's appointment and felt like she was unable to speak and barely walk. When the customer returned home she was unable to see anything and the paramedics were called and she was taken to the hospital. According to the doctor the low blood glucose readings caused a stroke and the customer was hospitalized for two and half days. Blood glucose readings are unknown. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.